Event description:
During the procedure, it was noted that the sealing lip of the sheath was leaking air. The sheath was replaced, and the procedure was completed with no adverse patient consequences. The brk needle had been inserted into the sheath prior to the leak.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.